Event description:
The fractured locator screw is a 3rd party device and the manufacturer is responsible for the regulatory reporting/product investigation. This event has been reassessed as not reportable.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. It was determined that this event is in reference of 3rd party device and the manufacturer is responsible for the regulatory reporting/product investigation. Therefore, no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR-0001038806-2024-01579 submitted on july 22, 2024 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that golden screw of abutment at tooth site 27 cannot be fixed, it gets loose despite of tightening it with ratchet.